Event description:
A report was received from a doctor regarding a memorylens that was implanted in the patient's right eye in 1999, which lens had opacified. When the patient presented for exam in 2002, their current visual aculty was 20/25, with an irridescent sheen to the lens surface. The patient has asteriod hyalosis in the right eye only.